Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the curved-tip stapler 30 instrument associated with this complaint and completed investigations. Failure analysis confirmed the reported issue, and found the stapler instrument to have an unclamp failure based on a log review. The stapler instrument was found to have both grip cables broken at the back end. The logs revealed that the procedure was a low anterior resection. A white 30mm reload was installed and there was one install. 0 firings were completed during the procedure. Further review of the instrument shows that a broken srk tip was lodged in hole 1 of the stapler. The broken tip was removed in an attempt to identify the srk design. The srk tip matched the old srk design (pn 381215-02). During an unclamp failure, hole 2 will be uncovered, so there is no need to use the srk in hole 1. Per the xi stapler user manual addendum, if hole 2 is uncovered, srk use should start in hole 2. A white 30mm reload was returned within the jaws of the curved-tip stapler 30 instrument. The reload had none of the pushers at the bed surface of the cartridge, and the reload knife was concealed at the proximal end of the cartridge, indicating that the reload had not been fired at all, which aligns with the reported complaint that indicated that the unclamp issue occurred after clamping, but before reload firing. System log investigation: a review of the instrument log for the curved-tip stapler 30 (pn: 470530-05, batch-sequence: s11160413-0005) associated with this event has been performed. Per a review of the logs, the instrument was last used on (B)(6) 2018 on system (B)(4). The alleged event occurred when the instrument had 19 uses remaining. Image/video review: no image, or video clip for the reported event was submitted for review. This complaint is being reported because the curved-tip stapler 30 instrument was reported, and found to have incurred an unclamp failure. While there was no harm, or injury to the patient, the reported failure mode could likely cause, or contribute to an adverse event if it were to recur. This instrument has 50 usages allotted to it, which are tracked by the da vinci surgical system. The alleged event occurred on the 31st use of the instrument and, therefore, was not expired at the time. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the curved-tip stapler 30 instrument would not unclamp and was stuck on the patient's bowel tissue. Prior to contacting intuitive surgical, inc. (Isi) technical support for assistance, the customer had pressed e-stop (emergency stop) and attempted to use the stapler release kit (srk) tool with no success in opening the curved-tip stapler 30 instrument's jaws. An isi technical support engineer (tse) had the customer confirm that the system was still in a fault state from the e-stop button press. An isi tse walked the customer through the srk instructions by confirming hole 2 was uncovered, followed by confirmed 12 full turns were performed at hole 2, and finally, an approximate quarter turn on hole 3. The curved-tip stapler 30 instrument's jaws still did not open. An isi tse reviewed other options with site for opening the jaws, which included the options of using another srk tool, recovering from the e-stop state, and attempting to unclamp with the surgeon side console (ssc) controls, and other alternative approaches. The customer attempted recovery of the e-stop state and unclamping from the ssc with no success. Finally, the customer used an alternate surgical method of opening and sliding the curved-tip stapler 30 instrument's jaws from tissue using a laparoscopic ligature. The customer was able to open the curved-tip stapler 30 instrument's jaws and remove the instrument. The customer noted that a cable was broken on the curved-tip stapler 30 instrument. The customer indicated that the issue occurred after the curved-tip stapler 30 instrument had completed the clamp function, but prior to reload firing. The procedure was completed as planned with a different stapler instrument and there was no reported patient ham, injury, or adverse outcome. There was no report of fragments falling inside the patient. Isi contacted the initial reporter to confirm that they were able to slide the stapler off the tissue with no harm or injury to the patient. Furthermore, it was indicated that patient demographic information was not available.